Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during video assisted thoracoscopic lobectomy procedure, the tissue left itself and slips through the jaws of the device while firing in the parenchyma tissue. The tissue did not close properly and bleeding was seen. The triggers was blocked/locked also, it can be pressed but nothing was happening on firing. More than one new device was used to complete the procedure. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual and functional evaluation of the instrument found no abnormalities. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.